Manufacturer narrative:
Evaluation summary: based upon the inquiry information received, visual and functional examination: the unit was found to require the lemo connector to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported the green cable connector wouldn't stay connected to the connector port in the control module during a case. The green cable connector was reseated several times to allow the case to be completed with no patient consequence.